Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint.

Event description:
Complaint alleges that the unit has a burning smell. The smell was noticed prior to being placed on the pts.